Event description:
A physician reported a pt who was double skin tested in the left forearm on 7/3/97 and in the forehead/hairline on 8/6/97 with negative results. On 8/27/97, the pt received her first treatment in the nasolabial folds, oral commissures, vertical lip lines, glabella, and lateral peri-orbital lines. On 9/3/97, the pt reported that the treatment areas and the forehead test site had become red and inflamed. On 9/3/97, the physician examined the pt, and administered intralesional triaminolone for what he believed was a hypersensitivity to collagen. On 12/9/97, the affected areas remained inflammed and indurated. The physician has examined the pt periodically since 9/3/97, and has administered several more intralesional triamcinolone treatments periodically, (dates not known). As of 12/19/97, the physician had no further plans for intervention.

Manufacturer narrative:
The physician reported a total of 15 visits were necessary to treat lesions, the last being on 5/5/1998. Since that time, there has been little if any recurring problems. In addition to the sterioid injections, antihistamines were used for several months. The pt was last seen on 6/24/1998, at which time there was no evidence of any collagen hypersensitivity reactions.